Event description:
The customer reported obtaining higher than expected, reproducible accutni results above the ami cut-off for one patient's samples, generated on the access2 immunoassay analyzer. The results were reported out of the laboratory and the patient was put on a "cardiac regimen" and underwent a heart catheterization procedure due to the elevated. Subsequent testing on an alternate methodology produced lower, discordant results within the normal reference range. Sample collection and centrifugation information has not been supplied to date. Accutni qc has been performing within the customer's established ranges. Specific qc data has not been supplied to date. Service was not dispatched for this event; however the customer was instructed on (B)(6) 2011 to provide the sample to customer product line support for interferent testing. As of today the (B)(4) has not received the sample from the customer. A definitive root cause has not been determined to date for this event.